Event description:
While deploying the resolution 360 ultra clip, it did not come off the deployment device. Then the clip fell off the deployment site. Clip finally came off deployment device but the device got stuck inside the scope and was difficult to remove. Finally md was able to pull device out of the scope. FDA safety report ID# (B)(4).